Event description:
It was reported that prior to an unknown procedure, the device displayed an error code 3. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.